Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received for evaluation. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was at elective replacement indicator due to battery impedance. It was also reported that the device was at premature battery depletion and was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was at elective replacement indicator due to battery impedance. The device is still in use. No patient complications have been reported as a result of this event.